Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Correction to show that the information should have said "the extension was replaced". If information is provided in the future, a supplemental report will be issued.

Event description:
The extension was "replaced".

Manufacturer narrative:
Other applicable components are: : product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 17-apr-2016, UDI#: (B)(4). Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorder it was reported that patient stated that they were programmed one month ago by the health care provider (hcp) to improve symptoms. It was unknown if any changes in electrodes occurred. The rep reported that there was an issue with electrode 3. Caller reported seeing out of range electrode measurements on contact 3 on the left activa device. C<(>&<)>3 11.4k / 03 = 12.8k, 13=12.9k, 23=12.5k ohms. The right side was normal. It was also reported that patient had a fall about 6 months ago which was believed to have contributed to or led to the issue. The rep also indicated that there was a difference in measurements for the clinician programmer (8840) and the clinician tablet. On december 2nd, 2019, it was reported that patient had a shocking sensation in their mouth. Impedances showed an open circuit on the left side only with contact 3 showing. The following ohms with a 3.0 volt impedance check: case <(>&<)> 3 = 25.2kohms 3 <(>&<)> 0 = 26.3k ohms 3 <(>&<)> 1 = 26.3k ohms 3 <(>&<)> 2 = 25.9k ohms impedance check was performed and open circuits were found on contact 3 and case, 0, 1,and 2. The extension was resolved and the issue was resolved at the time of the report.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.